Manufacturer narrative:
(B)(4). Patient information not provided. (B)(4). User facility is provided in initial reporter. Post market vigilance (pmv) led an evaluation of one device. A broken needle was found in the jaws of the instrument. The broken needle was broken at the loading slot. Under microscopic inspection, witness marks from the needle tip impacting the beveled wall were observed. No sheering on the toggle switches was observed for the device. The broken needle was removed from the jaws of the instrument. The instrument was loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. The reported condition was not confirmed. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break.. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, this device was sent with an other device for evaluation and there was no reported incident.